Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, the atrial lead dislodged. The patient was asymptomatic. The patient returned in the operating room and the lead was explanted and replaced. The patient was in good condition post procedure.